Manufacturer narrative:
(B)(4). The carefusion technical support specialist in conjunction with the user facility biomed determined that the most likely cause of the reported event was a malfunctioning gas delivery engine (gde). At present there are no replacement parts available. Once available, a replacement gas delivery engine (gde) will be provided to the user facility to repair the device and return it to service.

Event description:
The user facility biomed reported that the device alarmed "ext high peak" and "circuit occlusion" while in use on a pt. The pt was removed from the device and placed on another device. There was no pt harm reported.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The original date of awareness was reported as (B)(6) 2015. The information for this follow-up report was noted on 10/12/2015. The carefusion technician performed a software upgraded to 4.6b and replaced the tca and epm to resolve the problem. If the components are returned they will be forwarded to the carefusion failure analysis lab for further evaluation. A follow-up MDR will be filed with their findings. Corrected data: life threatening and required intervention to prevent permanent impairment/damage were added because the ventilator required change out. Should be coded as serious injury given medical intervention was required to preclude serious injury or death.